Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. Patient was given antibiotics to treat infection. A new system will be implanted once infection has been resolved. It was also noted that this lead migrated. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.